Event description:
It was reported to st. Jude medical that the device was not sensing appropriately. Noise was noted on the real-time egm causing inapropriate ventricular fibrilation detections. The ICD was explanted.